Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot, and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall # (B)(4) to remove all drains in which new design of connectors was used.

Event description:
Part of the drain broke off during removal of jackson pratt. Upon examination after removal, the clear plastic connector that connected the white drain to the clear tubing was the part that had torn apart. The sample is unavailable, the lot is unknown. What was used to remove the drain from patient? By hand. How long had the drain been placed in the patient before the reported issue occurred? (B)(6) 2019. Where were the drain fragments located in the patient? Left chest. How much of the drain fragments were found in the patient? 12 inches of white drain and a small piece of the clear connector that connects the drain to the clear tubing. The clear connector ripped in half, with half removed still attached to the clear tubing and half still attached to the white drain which remained in the patient. Did the patient require a surgical procedure for removal of the fragments? The surgeon re-opened the mastectomy incision in the office to remove the remaining drain. How were the fragments removed and who removed them? The surgeon re-opened the mastectomy incision in the office to remove the remaining drain. Did this event negatively affect the patient's outcome? No, however the patient had to wait in the office for several hours before the surgeon was available to come and remove the remaining drain. How is the patient doing? I believe that the patient is recovering well from her surgery. Is the drain available for investigation? If yes, please provide address where I can send a prepaid contaminated return kit for the sample. We must keep the drain for two years from the date of the event. We can release it to you on june 4, 2021. Is the lot number available? No. Is the drain with a trocar? It is the channel drain 15f full flutes. The actual date of incident(s): (B)(6) 2019. Age (requested by FDA) (B)(6)- yo. Gender (requested by FDA): female. Weight (requested by FDA): (B)(6).